Manufacturer narrative:
The reason for this revision surgery was reported as multiple dislocations. The length of in vivo service was 1.8 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. This patient is reported to have had multiple dislocations. In this event the humeral component was found to be loose and the surgeon replaced the stem then increased the glenoid head size. The surgeon reported no issues associated with the explanted. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - there were multiple dislocations. The original surgery was for a proximal humeral and the product was press fit. During the revision surgery, it was found the humeral component was loose. The surgeon replaced the stem and implanted it with cement and increased the glenoid head from a 36 neutral to a 44 +8 with a + 4 semi constrained liner.